Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump's wake button was extremely difficulty to press and often required multiple presses. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use manual injections as backup insulin therapy.